Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effect of cerebrovascular accident (stroke) is a known adverse event listed in the product instructions for use as a known potential adverse effect associated with carotid procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that during the procedure in the right internal carotid artery, the rx accunet delivery catheter was advanced, but could not cross the target lesion. The device was removed from the anatomy and an emboshield nav6 embolic protection device was successfully advanced. An rx acculink stent was successfully deployed. Approximately two hours post procedure, the patient developed a cerebellar stroke. No treatment was provided and the condition is continuing. The patient was discharged 7 days post procedure to a rehabilitation facility. Though requested, no additional information has been provided.